Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent that are cleared in the us. The pro code and 510 k number for the lifestent stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. Reportedly, the catheter got ruptured during release. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent that are cleared in the us. The pro code and 510 k number for the lifestent stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images have been provided. The reported issue cannot be re produced which leads to inconclusive result. In this case only limited information was provided. Based on the investigation of the provided information, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed and the potential issue was found addressed. The instructions for use (IFU) closely describes holding and handling of the system throughout the procedure including accessories to be used, and indication for use. Under material required the IFU state: '¿ 5f (1.67 mm) or larger introducer sheath ¿ 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. Regarding pta the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The IFU states: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.', and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' D1, g3, h6 (method) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. During the procedure, the catheter got ruptured during release. There was no reported patient injury.